Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated, two suprarenal, and a limb device. Recently, patient was admitted for an aneurysm enlargement, the physician suspected an endoleak type 3 and decided to bring the patient in for an intervention. In the operating room, the physician noted that there is no leak present but it appears there is loss of overlap. Patient was re-lined with a main body and the procedure went without incident. Patient was discharged and there has been no additional negative patient sequalae reported.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported secondary endovascular procedure; the endoleak type iiia-aortic (through medical records), and sac growth. Clinical evaluation was unable to confirm the reported loss of overlap and patient discharge on first post operative day. Clinical evaluation refuted the report of no leak being noted at the repair procedure; rather, there was a endoleak type iiia noted by the surgeon. Additionally, clinical evaluation found coil embolization of the right internal iliac artery observed at 2 month CT post implant. The most likely cause of the mid aortic loss of seal, procedure related harm and final patient disposition could not be determined due to the lack of medical images and medical records surrounding the secondary endovascular procedure. It is not known if the off-label use with oversized cuff contributed to this event. To date there has been no reports of further negative patient sequelae. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.